Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. M65 alarm was found in the patient alarm history and was confirmed. A visual inspection of the returned cycler exterior showed the heater tray rubbing against the top covers front right side. The load cell verification failed. The failure was due to the cyclers load cell inability to stabilize the displayed value when weight is applied. The failed stabilization was due to a misaligned load cell beam creating contact between the heater tray and liberty top covers right side. The load cell beam was adjusted to create clearance between the two points. The adjustment was successful. A simulated treatment as performed and completed without any failures. The programmed displayed fill volumes were within tolerance. There were no visual discrepancies encountered during the internal inspection. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of fluid overload and hypercalcemia. The etiology of the patient¿s events of hypercalcemia and fluid volume overload is unknown. However, due to a known software issue with the m65 scale alarm, confirmed via plant investigation, a possible causal relationship cannot be ruled out. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the hypercalcemia and fluid volume overload, which warranted hospitalization, remains.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for fluid overload and hypercalcemia. The patient¿s nurse reported that the patient¿s pd therapy continued throughout hospitalization. The pdrn stated that the patient would be transitioning to in-center hemodialysis due to personal reasons that would prevent them from performing pd at home. Additional information was requested but unavailable. Should additional information become available, the file will be reassessed and updated accordingly.